Event description:
Nurse was setting up IV pump set. The nurse attempted to connect pump set to IV extension set, the tubing separated from the y-site connector. Note that this was separation of the "leg" tubing of the set from the y-site. This was a failure of the seal between the tubing and its y-site.